Event description:
A pt presented with csf leak. The pt underwent lumbar catheter placement. While attempting to position the catheter at the t10-l1 level, the catheter tip sheared off. The catheter tip was left in place at the epidural space. An x-ray was performed to view the tip. The broken catheter tip is not causing any neurological deficit. The physician walked the broken catheter to risk managerment office of the hosp. Additional info received on 05/2002. The risk manager reports the pt underwent catheter placement under local with conscious sedation. The physician first placed an 18 gauge epidural catheter resulting in poor csf return. While attempting to remove the catheter, the catheter tip broke and approximately 4cm was left in the epidural space. The physician then placed a 20 gauge catheter resulting in good csf obtained. The pt and spouse were informed of the broken tip which was left in the epidural space. At this time there was no neurological deficit and the physician does not feel broken tip will interfere with the pt's health or way of life. The physician disposed of the catheter. Lot number 1011669 was identified as the lot number for the broken catheter.